Manufacturer narrative:
Medtronic received the following information from a journal article entitled; anaerobic threshold as an independent predictor of mid-term survival following elective endovascular repair of abdominal aortic aneurysm. Dawkins c, hollingsworth ac, walker p, milburn s, danjoux g, cheesman m <(>&<)> mofidi r. The journal of cardiovascular surgery 61(5):596-603 doi: 10.23736/s0021-9509.19.11052-x. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent and non mdt stent grafts were implanted in patients in the endovascular treatment of abdominal aortic aneursyms on unknown dates. The average aaa diameter was 63.7mm. The following malfunctions were identified; type ia, ib, ii, iii, v endoleaks, migration the following adverse events were identified; aneursym enlargement, infection, thrombosis, rupture <(>&<)> re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No details were provided of these deaths.